Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from an unknown health care provider via a distributor and later a representative regarding a patient in who was receiving an lioresal 2000 mcg/ml via an implantable pump. The dose at the time of the event was noted as 424.6 mcg/day at simple continuous. On (B)(6) 2016 the distributor was asked to read the pump as it had beeped for some days. The patient had not remembered how many days. Once read, the pump showed an error message of the motor stall. The annotations showed the problem from at least five days before. The pump logs provided noted that on (B)(6) 2016 at 03:19 a motor stall recovery occurred. The pump stalled again on (B)(6) 2016 at 05:18 and recovered on that same day at 05:50. The pump proceeded to stall and recovery five more times still on (B)(6) 2016. On (B)(6) 2016 the pump stalled five more times and recovered each time but the final stall on (B)(6) 2016 at 15:20 did not recover and a stopped pump period may exceed tube set occurred on (B)(4) 2016 at 15:20. The elective replacement indicator (eri) was noted as 24 months. There was no report of patient symptoms at this time and reportedly there was no injury or death. The event was reported to have occurred post-operatively. Actions taken as a result noted the pump was to be replaced, after confirming the motor stall, on (B)(6). However, another report noted the explant/revision date was (B)(6) 2016 but also reported as not yet explanted at the time of the report.

Manufacturer narrative:
Analysis revealed a pump motor feedthru anomaly with shorting across the insulator.

Event description:
On 2016-09-01 the representative further provided that the cause of the motor stall was not determined. There was not an MRI or other abnormal exposure to magnetic fields before the stall. Troubleshooting/diagnostic testing noted that after reading the pump and confirming the problem, a roller test was performed in the operating room just before the replacement. The patient suffered an increase of spasticity at the time of the stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.